Event description:
Pacemaker interrogation showed generator end of life and lead malfunction. Pt in as an outpatient for battery change and lead revision. Old defibrillator lead was not functioning and was capped and left in place. New defibrillator lead implanted.